Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 10, 2021.

Manufacturer narrative:
Per the clinic, the device was explanted on july 07, 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on july 29, 2021.

Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report, (B)(6) 2021.